Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements between 145 and 175 ohms. It was noted that these values were consistently high likely due to fibrosis. A lead integrity test including two manual electric shocks was done during the scheduled generator change out procedure. The physician elected to continue using this lead, so it remains in service. It was noted that another lead integrity test had been performed approximately four years prior. No adverse patient effects were reported outside of the prolonged generator change out procedure.